Manufacturer narrative:
Patient demographic unavailable as no patient was involved in this concern. Per RMA a new spine clamp was sent to site. Device discarded at site no evaluation will be performed.

Event description:
Site reported a damaged spine clamp as the clamp will not close. The event did not occur during surgery and no patient was present.